Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the device "vip is not detecting the battery does not want to charge". There was no adverse patient impact reported.